Manufacturer narrative:
G4: 07oct2020; b4: 13oct2020. Failure analysis on the returned touchscreen shows that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 13jul2020.

Event description:
The customer reported that the touchscreen is unresponsive. The customer sent the unit to bench repair for service. The customer reported that the unit was not in use on a patient. The service technician replaced the touchscreen to address the reported issue.